Event description:
The facility reported an infuso.r. Pump with "fluid infiltration". It is unknown when this condition occurred or in which department. This condition had the potential to interrupt delivery. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Fluid was found inside the device during visual examination. The cause of the problem was not identified. However, the device's microprocessor unit printed circuit board was replaced as a result of the reported condition.

Manufacturer narrative:
(B)(4).initial evaluation confirmed the reported condition. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.